Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set had blockage at the tubing on (B)(6) 2024. No further information was available.